Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer over the phone. Cts confirmed the customer carried out troubleshooting, which includes, maintenance was performed, manual clean, and a loose mix paddle was replaced. Per email correspondence with cts on the (B)(6) 2022, it was confirmed that after the ise dispenser was replaced, the calibration and quality control (qc) passed. System performance was verified and no further issues were reported. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for ise (ion selective electrolyte ) which includes na (sodium), k (potassium) and cl (chloride) on cell 2 on their au5800 chemistry analyzer. All samples were repeated and results were amended before being released. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.